Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there has been an increase in the rate of blood stream infections in an oncology department since switching to the baxter one link product. Medical intervention and outcome of the event was not reported. No additional information is available.